Event description:
The complaint states that signal loss over one hour was reported. Data was provided for investigation. The allegation complaint was not confirmed via data. The probable cause could not be determined via data.

Manufacturer narrative:
(B)(4).